Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 3.00mm stent delivery system was returned for analysis with the stent protector and mandrel attached. A visual examination of the stent found stent damage to proximal stent strut row 8, with stent struts lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and reddish media was visible on the distal balloon cone. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. The stent protector ID (inner diameter) was measured and the result was within stent protector measurement. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 38 x 3.00 promus premier drug-eluting stent was selected for use. However, the stent struts were found damaged after unpacking. The procedure was completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 38 x 3.00 promus premier drug-eluting stent was selected for use. However, the stent struts were found damaged after unpacking. The procedure was completed with a different device. No patient complications were reported and the patient was stable.